Event description:
On (B)(6) 2012 customer reported that the phosphorus module on the dxc 800 pro instrument generated 2 erroneously low patient results. Results were reported out of the lab. Upon discovery of the erroneous results, the samples were repeated on the other instrument in the lab, and those results were normal. Customer stated that the report was amended with the normal results. There was no adverse effect to the patient or change to treatment or diagnosis based on the erroneous results. Field service engineer (fse) inspected the instrument and replaced the phosphorus module reagent syringe and lamp. This resolved the issue.